Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were implanted on (B)(6) 2018. Then on (B)(6) 2018, the ra and rv leads were found to be dislodged. The leads were successfully repositioned and the patient was asymptomatic before, during, and after.